Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a electrode and probe placement procedure. It was reported that there was a heavy noise when the gantry was rotating before performing a 3d acquisition. There was no impact and no delay to surgery.